Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited unexpected battery longevity. It was noted the ipg was unable to be interrogated and there was no response to the magnet at the device interrogation. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.